Manufacturer narrative:
A service call was made. Sample was tested after actions were taken on the instrument. Anti-k was not detected. In-house testing: returned patient samples tested using crrs (pooled cells) lot cw22. Patient samples resulted negative. Returned patient samples tested using using crrs (I and ii) lot w161. Serum sample of patient (B)(6) showed an equivocal result. Patient samples tested using crrid lot id141. Serum of patient (B)(6) showed equivocal reactions with cell 8 and cell 11; visually a slight positive reaction was also to be seen with cell 1. This pattern fits an anti-k antibody of low concentration. Returned patient samples tested using crrs 4 lot k286. Serum sample of patient (B)(6) reacted 1+ with cell 3. Returned patient samples tested using crrs (I and ii) lot w162. Serum of patient (B)(6) reacted positive with a strength of 2+. The patient sample amy contain antibody of low concentration.

Event description:
A customer reported unexpected negative results when testing a patient sample with an known anti-k with capture-r ready screen (crrs) I and ii (lot w161) and crrs (pooled cells) (lot cw 221) on the EU version of the galileo.